Event description:
It was reported the patients blood glucose level rose to 390 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a bolus attempt was made.

Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. During testing, fluid was found to leak through a tear in the unexposed portion of the soft cannula. Corrosion was observed inside the device, indicating that insulin leaked into the device through the damaged cannula. This internal leak caused the customer to not receive their intended insulin dose.